Event description:
The pt reportedly experienced intermittency followed by loss of lock. External equipment was exchanged and programming adjustments were attempted however this did not resolve the issue. Surgery to explant the pt's device will be scheduled.